Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a guide wire that was kinked at 26 and 40 cm from the distal end. The device was found to be intact and was not unraveled or frayed. The device was measured and found to be within dimensional specifications. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use. Based upon the observed damage and the information provided, operational context caused or contributed to the event. No further action will be taken. Corrected data: the device code on the initial report was for unravelled. It has been updated to kinked to reflect the condition of the returned sample.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the neuro ICU. A physician complained that the wire from this kit was "fraying" during insertion into the patient's subclavian. As a result, a new wire was used from another kit to complete the procedure. There was no delay in treatment and no patient death or complications reported.